Event description:
It was reported a coronary stent was delivered and expanded by balloon inflation without complications. After stent placement the pt developed myocardial ischemia and an obstruction of the vein graft was noted just proximal to the stent. The same balloon catheter was prepared for reuse and a 2nd stent was secured to the balloon and delivered to the obstruction. The balloon ruptured before stent expansion occurred. The balloon became entrapped in the stent and difficulties were encountered during withdrawal which resulted in movement of the stent and balloon to the proximal portion of the vein graft. The stent became entrapped at the ostium of the vein graft. Two add'l balloon catheters burst during stent expansion without incident. The outcome of the procedure was successful and the stenosis was successfully treated with stent placement. The pt's condition is fine and has since been discharged. These devices are not available for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilation of a stent may result in contact with a surface that could damage the balloon material. These devices were used in a non-indicated procedure coronary artery and stent deployment which co believes contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co cannot determine the exact cause for this event. Directions for use state: "device and stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature. These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."